Event description:
A hospital purchasing manager reported that a loop electrode broke and fell into a patient during a transurethral resection (t.u.r.p.). There were no complications associated with the occurrence.